Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump leaked at the tubing connector. Customer's blood glucose was 500 mg/dl which was treated with manual injection. After troubleshooting, customer would return infusion set and reservoir.